Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Handle broke from introducer.

Manufacturer narrative:
Conclusion and justification status: the complaint states handle broke from introducer. Delay to surgery 15 minutes the investigation confirmed the failure mode as reported. Upon bioengineering evaluation it was suggested that the device was not manufactured to the drawing. The device has been sent back to the supplier for evaluation. The complaint shall be closed as under investigation; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.